Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected finish loading alarm noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 50 mg/dl. The customer reported receiving a finish loading alarm prior to the button error alarm. The customer stated their blood glucose rose to 54 mg/dl at the end of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.